Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that during an unrelated procedure, patient wanted to turn the device off but when patient press the synch and power button on their patient programmer nothing will come up on the screen. Patient replaced the battery and was able to powered up their patient program but then received a poor communication with and without antenna multiple times. Patient was directed to repair for a patient programmer replacement. It was also reported that the patient was seeing a power on reset warning message when attempting to sync the patient programmer with their ins. Pat agent reviewed that the warning por needs to be cleared by hcp no further complications were reported or anticipated.